Manufacturer narrative:
Sensor (B)(6)and reader (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and reader and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. The returned sensor was further investigated and de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. Visual inspection was performed on the returned reader and no physical damage was observed. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Ble functionality test was performed by activating sensor with returned reader and everything was shown activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The passing of functionality test indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when customer became hypoglycemic. The customer reported requiring treatment of a sugar solution by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when customer became hypoglycemic. The customer reported requiring treatment of a sugar solution by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.